Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed and concentric lesion in the mid right coronary artery. A 2.5x15mm nc trek balloon ruptured during first inflation at 8 atmospheres. The procedure was successfully completed with a 3.0x8mm unknown balloon dilatation catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.